Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted and replaced due to the rv lead fracturing. The physician decided the patient should have an MRI compatible system, so took out any devices that were not compatible with that. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.